Event description:
Baxter (B)(4) received a report that an intermate leaked into the overpouch during storage. The device was filled with a solution of an antibiotic drug. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual inspection of the device noted that the reservoir had ruptured, which lead to fluid build-up in the housing of the device, which is expected. When the housing was placed sideways or upside down, the fluid then came out through the top cover of the device, eventually ''leaking'' into the overpouch; however, this is expected behavior of the device following a rupture. Therefore, there actually was no ''leak'' on the sample. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A medwatch report (6000001-2012-05759) has already been submitted to address the reported reservoir rupture of this device.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.